Manufacturer narrative:
(B)(4). D10- medical product. Rotating hinge knee right size e cemented option femoral component. Item#: 00588001502, lot#: 62080614. Nexgen 14mm diameter 100mm length straight stem extension. Item#: 00598801014, lot#: 61748147. Prc agmt block post sz e 10mm, item#: 00599003502, lot#: 61405568. Prc agmt block post sz e 10mm, item#: 00599003502, lot#: 62417507. Prc agmt block dist sz e 10mm, item#: 00599003520, lot#: 61529985. Prc agmt block dist sz e 10mm, item#: 00599003520, lot#: 61601937. G2- australia. H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-01001. Visual examination of the provided pictures identified a femoral implant with foreign material on it. As the implants were not returned for further evaluation no other definitive statements can be made. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision: ingrown femoral cone/metallosis positive, uncontained lytic bone loss femoral condyle, the rhk distal femur was loose at the femoral housing to stem junction. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The reported event was confirmed by review of pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee procedure. Subsequently, approximately eleven years later, the patient returned to surgery due to pain with the intention of exchanging the tibial insert. During the revision, metallosis and disassociation of the femoral stem from the distal femoral implant was noted. At the time of surgery, implants for a full revision were not available, so a new tibial insert was placed, the incision was closed, and the patient returned four days later for a revison of the femoral components. Attempts to obtain additional information have been made; however, no more information is available.